Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 52 mg/dl. The customer ate fruits to stabilize bg level. The contact stated the low bg was most likely due to switching to humalog insulin. As when the customer switched back to novolog insulin bg's have been stable. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past. A recommendation was made for to contact the healthcare provider to discuss factors that may affect bg level.